Event description:
Two 28 eea covidien staplers were used during a laparoscopic hartmann's reversal procedure. Leakage was revealed along the staple line of both areas the staplers were used on. The surgery could not be completed as planned and a temporary loop ileostomy was performed. (B)(4).